Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ping meter was reading inaccurately erratic when performing back to back blood glucose tests. This complaint was classified based on the information obtained by the customer care advocate (cca). The reporter was not able to recall when the alleged issue began. The reporter claimed that they obtained back to back blood glucose results of "85 and 59 mg/dl" with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The reporter mentioned that the patient had been shaky, lightheaded and spacy prior to the alleged issue starting. The reporter denied that the patient received medical intervention as a result of the alleged issue. The reporter also claimed that they received blood glucose results on (B)(6) 2012 of "334, 86, and 281 mg/dl," which also exceeds the expected value of<= 20% and/or <= 20 mg/dl. The reporter stated that the patient is on insulin pump therapy. However, it is not known if the patient made any changes to their normal diabetes management as a result of the alleged issue. At the time of troubleshooting the reporter no longer had the test strips used at the time of the alleged issue and also did not have control solution. The cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. The complaint was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the reporter stated that the symptoms started prior to the alleged issue beginning. In addition, the reporter denied that the patient received medical intervention as a result of the alleged issue. However, this complaint is being reported because the blood glucose results obtained exceed lfs's specifications for precision testing.